Manufacturer narrative:
The returned device was analyzed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. This report is being filed to correct the adverse event or product problem and adverse event/product problem, initial reporter and initial reporter first name, initial reporter last name, initial reporter address 1, device manufacturers only and type of reportable event, device manufacturers only and patient code.

Event description:
Boston scientific received information that previously this pacemaker showed one year remaining longevity. After 5 months, the device showed less than six months remaining longevity. Boston scientific technical services (ts) offered to review memory dump and save to diskette if desired. The patient will be seen again in three months. As of this time, the device remains in service. No adverse patient effects reported. Additional information obtained from the field which indicated that the device was explanted due to normal battery depletion (nbd). No additional adverse patient effects were reported.

Event description:
Boston scientific received information that previously this pacemaker showed one year remaining longevity. After 5 months, the device showed less than six months remaining longevity. Boston scientific technical services (ts) offered to review memory dump and save to diskette if desired. The patient will be seen again in three months. As of this time, the device remains in service. No adverse patient effects reported. Additional information obtained from the field which indicated that the device was explanted due to normal battery depletion (nbd). No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was analyzed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that previously this pacemaker showed one year remaining longevity. After 5 months, the device showed less than six months remaining longevity. Boston scientific technical services (ts) offered to review memory dump and save to diskette if desired. The patient will be seen again in three months. As of this time, the device remains in service. No adverse patient effects reported.